Event description:
Approximately one year and one month post hvad implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The controller and batteries were removed from the patient and a new controller and batteries were supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the log files revealed a "controller power-up" event followed by a "motor start" indicating a loss of power three days prior to the reported event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.